Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome(r adiculopathies) and spinal pain. It was noted that in (B)(6) 2017 the patient had been doing heavy lifting because they had moved. It was reported that in the last month (confirmed to be since (B)(6) 2017) the patient had been feeling stimulation in different areas than what they had been feeling, the implantable neurostimulator (ins) seemed to have moved in the pocket, and the patient had to charge the ins a lot. The patient did not have a managing health care provider (hcp) so hcp listings were provided. No further complications were reported.